Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to no suction, as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® cat plus blood collection tube has been found experiencing 50 occurrences of underfill during use. The following has been provided by the initial reporter: one of their vet wholesaler customers say they have a box of vacutainer tube serum (red) 367895 for which half the box have no suction.